Event description:
On (B)(6) 2010, therakos received a report for a centrifuge bowl leak. Customer stated that there was a fine blood spray coming from the top of the bowl. Treatment was aborted and blood was not returned to pt. Customer claimed the total amount of blood loss was 125 ml. Pt's disease for treatment: chronic gvhd of the skin.

Manufacturer narrative:
Batch record review of xts kit lot y706 showed that the lot met release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).